Event description:
It was reported per field service report: pump was on pt. Symptom - received call about pump double triggering from (B)(6) 2010. No recorder strips available. Biomed ran the pump for 2 days using different triggers and sources. They could not duplicate the system. Findings/actions taken: user would not except back from biomed until it was "repaired". Biomed replaced the front end board. The pump was returned to service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.